Event description:
It was reported to philips that the geometry movement on the system was intermittent. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movements were partially available. The quote was not accepted by the customer and there was no service provided from the philips. Till date, no recurrence has been documented. The codes were updated based on the investigation outcome.